Event description:
N/a.

Manufacturer narrative:
The kit containing cc1.p1 and the ip2 introducer (ip2p) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause could not be determined. However, a probable root cause for the reported complaint could be due to human misuse caused by the use of inappropriate card / probe. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that they kept getting a smart card error while using the "kit containing cc1.p1 and the ip2 introducer (ip2p)"; therefore, they explanted the sensor and placed it in a biohazard bag. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The kit containing cc1.p1 and the ip2 (ip2p) introducer was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the device was not returned with the packaging, and the probe was not returned with the protective sheath. The device was investigated visually and under the binocular microscope; no defects were noted. The smart card was tested, and a smart card fault appears on the screen. As a result, no performance test could be carried out with the smart card returned by the customer. A new smart card was re-encoded to perform the test, and the probe passed the test. The problem is linked to the smart card and the issue reported by the customer is confirmed. Root cause - the possible root cause of the customer reported issue could be due to corrupted data on the calibration card or demagnetization of the card. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h6 (health impact code), h11. Additional information has been received indicating the following: 1. What is the implant/explant date? Account never told me an implant date I'm assuming 3/24 because the account got a smart card error on the box and immediately explanted the ip2p probe. 2. Was there any patient injury? There was no patient harm. 3. Did the patient require further icp monitoring after probe explant? The account never said if additional icp monitoring was required. 4. There was no patient harm.